Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. Site complaint history review was conducted on 08-apr-2021 and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. System error log review was attempted on 08-apr-2021 but with the lack of procedure, system and instrument detail, log review could not be completed. A review of the instrument logs was also attempted but could not be completed. However, log review did reveal that there were 5 procedures listed for the surgeon of record on 05-apr-2021 all on system (B)(4); all recorded a sureform 60 stapler instrument pn: 480460 and all recorded blue sf 60 reloads pn: 48360b and green sf 60 reloads pn: 48360g. Based on the information provided at this time, this complaint is reportable due to the following: while the surgeon alleged an unspecified post-operative staple line bleeding was related to use of a sureform stapler instrument, there is no information provided that meets the criteria of a reportable malfunction. It was reported that the patient experienced post-operative complications yet, at this time, there is insufficient information provided to determine that a sureform instrument or reload malfunctioned in a way that could contribute to an adverse event if it were to recur. Further, placement of a clip, suture, staple, or other intervention to control incidental bleeding following application of a non-vascular reload (e.g. Blue, green, black) is not considered ¿medical intervention to preclude permanent impairment¿. However, it was reported that there was a post-operative staple line bleeding that required unknown measures to stop the bleeding. At this time, the root cause of the reported issue, additional event detail, and severity of the post-operative complication(s) are unknown. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Limited product information provided. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. Insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was initially reported that after a da vinci-assisted sleeve gastrectomy procedure completed on (B)(6) 2021, the patient experience post-operative bleeding ¿along the staple line¿ on an unspecified date. Unspecified post-operative tests were performed but results were unknown. It was reported that ¿no reoperation was needed¿ but the medical intervention required to resolve the post-operative complication was unknown. The patient¿s current status was reported as ¿in good health¿. It was reported that the surgeon believes that ¿instrument pn 480406 stapler 60¿ caused the post-operative complication. On 06-apr-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: it was reported that, ¿nothing went wrong and there was no misfire¿ during the initial da vinci procedure. There was a report of post-operative bleeding of two patients but the bleeding resolved without additional surgical intervention but it was unknown as to how the bleeding resolved. Refer to the report with patient identifier (B)(6) for the other event. Intuitive surgical, inc. (Isi) had reached out to the customer to obtain additional information but has not yet received a response.